Event description:
The customer called to report they rec'd an error 4 message when inserting a strip into their freestyle meter. They also report seeing a battery icon, a code change from 2 to 18, and the unit of measure changed from mmol/l to mg/dl. This is indicative of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.